Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice during dwell 3 of 6. The home patient (hp) stated a supply bag fell and disconnected. The hp elected to restart therapy with new supplies. The sample was discarded. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the potential use/user error identified in this incident. The root cause of the system error 2240 alarm was due to a supply bag falling and disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).